Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Reason for revision has not been provided. It has been communicated that customer quality will not receive no more information regarding the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update received (B)(6) 2013: dor and doi. No reason for revision given.

Manufacturer narrative:
This complaint is still under investigation. Not returned.